Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose reading of greater than 400 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report with tandem technical support the customer was still in the ER. Reportedly, a malfunction alarm had occurred. Multiple follow up attempts were made to obtain additional information; however, the customer did not respond to follow up attempts.